Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw2040375) in united states on 22-may-2015 who had essure (fallopian tube occlusion insert) inserted on an unspecified date for birth control. Consumer stated that since insertion she had experienced severe pelvic pain, severe skin allergy issues, heavy irregular menses, hot flashes, headaches, fibromyalgia resulting in depression being exacerbated. She attributed all of the events to be caused by essure. She is likely to have a hysterectomy in her future to remove the devices. An injury (required intervention) was mentioned but not specified and /or assigned to one of the events. Ptc investigation result received on 29-may-2015 ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 27-jul-2015: follow-up attempts were done, with no response to date. Case considered closed. Follow-up information received on 13-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 ((B)(4)). Case is now upgraded to incident. Consumer underwent major surgery to remove essure from her body. Her devices were placed correctly by implanting physician, yet she experienced adverse effects so severe. She experienced symptoms of heavy metal toxicity, severe debilitating pain, she lost personal relationships including her marriage. Her mind and body will never fully recover. Even after removal, she was experiencing depression. Follow-up received on 28-aug-2015: ptc assessment updated without major changes. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had experienced severe pelvic pain since insertion. She also reported symptoms of heavy metal toxicity. These events were considered serious due to medical significance. Pelvic pain is listed in the reference safety information for essure, while the remaining event is unlisted. Abdominal and pelvic pain may occur after essure insertion. In the present case, given the positive temporal relationship and nature of the event severe pelvic pain, causality with essure cannot be excluded. Regarding the event heavy metal toxicity, although in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore, this event was assessed as unrelated to essure. Non-serious events were also reported. This case was upgraded to incident upon receipt of follow-up information stating the consumer underwent surgery to remove essure (intervention required). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Other product or product use issues identified: device ineffective "device ineffective." On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage ("fracturing of the implant"), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dermatitis allergic ("skin allergy issues"), menometrorrhagia ("heavy irregular menses"), hot flush ("hot flashes"), headache ("headaches"), fibromyalgia ("fibromyalgia"), depression ("depression being exacerbated"), amnesia ("memory loss") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, metal poisoning, autoimmune disorder, dermatitis allergic, menometrorrhagia, hot flush, headache, fibromyalgia, amnesia and fatigue outcome was unknown and the depression had not resolved. The pregnancy outcome was reported as spontaneous abortion. Most recent follow-up information incorporated above includes: on 28-mar-2017: legal claim received. Following adverse events were added: fracturing of the implant, heavy bleeding, miscarriage, memory loss, fatigue, pregnancy, device ineffective and autoimmune dysfunctions. Essure insertion and removal dates added. Company causality comment: this case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and reported adverse events including severe pelvic pain / pain, fracturing of the implant, pregnancy, miscarriage, heavy bleeding (regarded as genital bleeding), heavy metal toxicity and autoimmune dysfunctions. On (B)(6) 2015, she underwent surgery and essure was removed. Device breakage with essure may happen, mainly during difficult insertions. Also during or following essure insertion procedure genital bleeding may occur. In this case the exact date and mechanism of these events are unknown. There is a possibility of pregnancy with essure in place. Especially during the first three months following implant, as it requires other contraceptive methods during this period until a satisfactory essure confirmation test (ect) is performed. Spontaneous abortion is the most common complication of early pregnancy, and is usually linked to chromosomopathies and failure of blastocyst implantation. The essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. This case was regarded as incident, since device removal was required. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), genital haemorrhage ("heavy bleeding"), metal poisoning ("heavy metal toxicity") and autoimmune disorder ("autoimmune dysfunctions") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage ("fracturing of the implant"), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dermatitis allergic ("skin allergy issues"), menometrorrhagia ("heavy irregular menses"), hot flush ("hot flashes"), headache ("headaches"), fibromyalgia ("fibromyalgia"), depression ("depression being exacerbated"), amnesia ("memory loss") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery was not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, metal poisoning, autoimmune disorder, dermatitis allergic, menometrorrhagia, hot flush, headache, fibromyalgia, amnesia and fatigue outcome was unknown and the depression had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, amnesia, autoimmune disorder, depression, dermatitis allergic, device breakage, fatigue, fibromyalgia, genital haemorrhage, headache, hot flush, menometrorrhagia, metal poisoning, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-jun-2017: quality-safety evaluation of product technical complaint. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.